Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user advised has pillow against the rail and moved pillow to adjust and the rail fell down, the bolt that is welded to the frame came off.